Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and correction to field d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, the device error log was checked, and the e433 output problem error code was reported many times. Based on the results of the investigation, a deviation in the power output was detected, likely caused by a defective generator board. The definitive root cause of the faulty generator board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed but error logs displayed the e433 code. The evaluation found the following reportable issues: there was not output due to a generator board being defective. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hf unit "esg-400" had an e433 alarm. The issue was found during reprocessing. There were no reports of patient harm.